Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt reported she noticed condensation in her infusion device which started 9 months ago. Pt stated she will notice the condensation in the cartridge compartment. Pt reported when she switches to a new insulin cartridge, she will clean it out with a cotton swab and continue to use the infusion device, and it will start to form again. Verified with pt that cartridge does not appear to be leaking and there are no leaks in the system. Pt is not using cold insulin. Pt reported she inserts the insulin cartridge without the infusion adapter or the infusion tubing. Advised to always attach the adapter and tubing prior to inserting the insulin cartridge in the infusion device. Verified that it is only condensation. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.